Event description:
Philips received a complaint regarding a v60 ventilator indicating that the display screen was frozen and was not functioning properly. The issue was identified while the device was not in use, and no patient impact was reported. The customer, with assistance from a remote service engineer (rse), confirmed the issue and requested part identification for repair. The rse provided part numbers and pricing for components required to upgrade the liquid crystal display (lcd) assembly from 1st generation to 2nd generation, including the lcd assembly, associated cables, user interface (ui) assembly printed circuit board assembly (pcba), and mounting hardware. This investigation is ongoing.